Manufacturer narrative:
An event regarding a disassociation between the ceramic head and adm liner was reported. Following clinical review malposition of the trident shell was confirmed. Method & results: - device evaluation and results: visual, dimensional and functional inspection was not performed as the device was not returned. - medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: "given the complex cup malposition, principal failure mode is procedure-related because the surgeon is responsible for optimal component position." - device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other events for the reported lot conclusions: a clinical review concluded "given the complex cup malposition, principal failure mode is procedure-related because the surgeon is responsible for optimal component position." No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not returned.

Event description:
It was reported that upon opening the hip joint, it was observed that the head was disassociated from the mdm/adm poly liner.